Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information if the navigation ring replacement resolved the issue; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Event description:
It was reported that a ventilator had a defective nav-ring. It is currently unknown if there was patient involvement at the time the issue was discovered. There was no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed that there was a defective nav-ring. The nav-ring will be replaced. The customer states the settings can be changed via the touchscreen with no issues.